Manufacturer narrative:
The returned device was evaluated. Inspection found the customer reported issue was confirmed. The subject device upon evaluation found a broken stopper pin on the k-lever and forceps elevator unit. In addition, leak between c-cover and c-body (control body) was observed. The distal end plastic cover was noted to be dent and crack on a-rubber glue was determined. Based on evaluation findings the reported issue was identified to be attributed to a broken stopper pin. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device elevator stopped working during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Updates to the event reported based on customer updates and response. The issue occurred at the beginning of an endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was replaced and the intended procedure was completed with no patient injury. No further information provided.